Manufacturer narrative:
Conclusion: this device is available for return and a follow up MDR will be submitted upon the completion of the investigation.

Event description:
The physician tried to remove the penumbra neuron delivery catheter 070 and felt resistance. He stopped pulling the catheter and decided to cut the neuron and remove the 6 french sheath.